Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the spo2 readings were "all over the place" from 69% to 95% with poor ability to sense properly. The customer replaced the sensor, however, this only sporadically gave accurate values in the 90's. The physician reported that they could not use the pulse oximeter due to inaccuracy.